Event description:
It was reported that during an implant procedure, an obstruction prevented the insertion of the guidewire through the lumen of the left ventricular lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.